Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. Zip code is not indicated at this time. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported that approximately four days following an intraocular lens (iol) implant procedure, a patient developed inflammation and experienced pain. Cell formed and pus formed in the lower part of the eye (lower eyelid). The patient has been treated with antibiotic injections and the inflammation is progressing. Three days later, a membrane has formed. Additional information has been requested.